Event description:
On (B)(6) 2012, the patient's daughter contacted baxter technical services regarding an unrelated alarm. During the conversation, the caregiver stated the homepatient (hp) had an infection and drain pain. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the infection. The following information was reported. On an unreported date, the patient began peritoneal dialysis (pd) therapy. In (B)(6) 2012, the patient had her transfer set replaced. On (B)(6) 2012, the patient's transfer set disconnected from the plastic adapter. It was unknown how the disconnection occurred or how the patient had her transfer set stored when not in use. Following the disconnection, the patient reconnected the transfer set to the adapter and went to the emergency room (ER). The ER did not provide any treatment and discharged the patient home. The patient hooked up to the homechoice machine and performed pd therapy that night ((B)(6) 2012) and the following night ((B)(6) 2012). The patient was initially treated with fortaz and ancef. Upon receiving the culture results (on an unreported date), the patient was diagnosed with fungal peritonitis and the antibiotics were discontinued. At that time, the patient was started on fluconazole and flucytosine. The patient was not hospitalized for the event. On an unreported date, the patient experienced a (B)(6) in the pd catheter. On an unreported date, the peritonitis resolved. At the time of this report, the catheter infection was ongoing. The patient was retrained on aseptic technique. The nurse stated the patient's pd catheter will be removed and the patient will be placed on temporary back-up hemodialysis. The nurse stated the cause of the peritonitis was the transfer set disconnecting and the patient reconnecting and performing pd therapy following the incident using the contaminated transfer set. The nurse stated this episode of peritonitis was unrelated to any of the other disposables or pd solutions.

Manufacturer narrative:
(B)(4). This report of connection issue is not confirmed and the cause could not be determined because the sampe was not returned to baxter for evaluation. Instructions related to the reported use error are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient.

Manufacturer narrative:
(B)(4). This complaint is against the transfer set, but the transfer set in use at the time of the incident was unknown. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. The sample is not available. A follow-up report will be submitted if additional information becomes available.